Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred and the procedure was completed as planned by using wired footswitch. The philips field service engineer (fse) inspected the system on site and confirmed that the system footswitch was not able to perform fluoroscopy. To resolve this issue, fse cleaned the wired footswitch and reseating the cable. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.